Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.

Event description:
It was reported that the customer's insulin pump had an error alarm during priming. Advised that the customer should revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.